Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On unreported date(s), the patient was treated with unknown antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapy was discontinued and would be stopped for two and one half months before resuming. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain, nausea, and vomiting. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date during hospitalization, pd therapy was discontinued. On an unknown date, hemodialysis was initiated. Seven days after admission, the patient was discharged from the hospital. On an unknown date one month after hospital discharge, the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.